Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on several occasions of the past two months, the patient experienced blood glucose (bg) of ¿hi¿ on the meter (>600mg/dl) with high ketones, nausea, difficulty waking up, extreme thirst, excess urination, and confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient¿s healthcare provider made adjustments to the bolus settings associated with the bg excursion(s). Customer technical support (cts) reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history and in the basal history matched the active basal program, and that the pump was correctly calculating bolus recommendations. During troubleshooting, it was noted that the bolus totals in the total daily dose history and the bolus totals in the bolus history did not match. The discrepancy was found to be greater than five percent and a cause for the discrepancy could not be determined during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a discrepancy in the bolus deliveries.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the delivered boluses recorded in the pump's history matched the total daily dose values for those days. The pump's black box showed a replace cartridge alarm on (B)(6) 2016 at 21:46; deliveries resumed at (B)(6) 2016 at 07:23. The pump delivered a 10u audio and normal bolus with both being appropriately recorded in the pump history. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. No alarms or warnings occurred during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.